Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x32mm drug eluting stent to the calcified circumflex (cx) artery but was unable to cross the lesion. The lesion was initially pre-dilated, unknown type and size balloon. "Stent struts were damaged and sticking out after attempting to cross." At this point the physician did a 2nd predilatation and was able to cross with another taxus stent, unknown size. No pt complications occurred. Pt status is noted as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record for this particular batch # shows that the device met its material, assembly and product specs at the time of its release to distribution.